Manufacturer narrative:
The instruments present during the time of the reported event were reprocessed before use. A steris service technician inspected the processor and found that the air compressor was not functioning properly. The air compressor not operating properly caused the unit to emit the burning odor as reported by user facility personnel. Since the air compressor was not operational, no pressure was created thus resulting in fault 48 as observed by personnel. The technician replaced the air compressor, ran a test cycle and confirmed the processor to be operating properly.

Event description:
The user facility reported that their reliance endoscope processor was emitting a burning odor and alarming a "fault 48". No report of injury. No procedure delays or cancellations were reported.